Manufacturer narrative:
Concomitant products: product ID: 8637-20, implanted: (B)(6) 2008, product type: pump. Product ID: 8637-20, implanted: (B)(6) 2008, product type: pump. (B)(4).

Event description:
A company representative reported that as per a physician, the pediatric dystonic patient in (B)(6) was currently receiving compounded baclofen with concentration 2000 mcg/ml via their implanted intrathecal pump at a dose rate of 100 mcg/day. The drug lot number of compounded baclofen could not be obtained / was unavailable. Previously the patient was implanted with a pump and catheter on approximately (B)(6) 2008 for intrathecal baclofen (itb) therapy; the daily dose rate was 800 mcg/day. Some months ago the pump was replaced for normal battery depletion. Following replacement, the patient experienced withdrawal symptoms. A physician checked the connection between the pump and catheter via x-rays and it was found that they were disconnected. While under general anesthesia the catheter was completely explanted and replaced on (B)(6) 2015. During the revision/replacement, a physician decided to replace the model 8709 catheter with an ascenda. The physician programmed a single bolus of 420 mcg in order to fill the catheter with drug and after the bolus he programmed a daily dose rate of 600 mcg/day. The patient fell into a deep sleep and coma following the catheter replacement; date of event (B)(6) 2015. The physician programmed the pump to a minimum rate after 24 hours. The patient experienced dystonic symptoms and had not yet awaken as of (B)(6) 2015. It was further reported that the patient also seemed to have experienced over dose and withdrawal symptoms at a time, the first ones being coma and breathing difficulties and the second ones return of dystonic symptoms. The physician then had programmed a dose rate of 100 mcg/day. The physician suspected interaction between baclofen and anesthesia or anesthesia side effects. The specific anesthesia the patient received was not available at the time of the report. The anesthesia used during the catheter replacement on (B)(6) 2015 was however indicated as having been the same general anesthesia the patient received during the previous surgery. The patient did not have a fever. The patient was noted as having been baclofen before. The physician was questioning if there were other known cases of prolonged coma after general anesthesia in patients with an itb pump or if there were known cases of possible interaction between baclofen and anesthesia. The patient was with injury regarding their status and the issue remained unresolved at the time of the report ((B)(6) 2015). The explanted devices were discarded by the hcp. On (B)(6) 2015 a company representative further reported that the patient had woken up from his coma and was now receiving itb therapy and feels better. The issue was believed to be likely caused by general anesthesia. No further information was reported / available. Other medications the patient received at the time of the event could not be obtained / was unavailable. Additional information requested included clarification of anesthesia. A supplemental report will be provided as additional information becomes available. A company representative reported that the patient's previous surgery was also completed under general anesthesia. The patient had received a bolus dose of 420 mcg.